Event description:
In 2008, subject was implanted with a miniarc sling. Subject reported the following month that she started experiencing on event date, symptoms of a kidney infection. Severity was moderate. Device and procedure related. Medical action taken: medication-urfadyn pl 2/day. Resolved ten days later.